Event description:
It was reported that the patients ipg had migrated and was close to the surface of the skin. It was also stated that the patients stimulation was intermittently turning off without intervention and both the ipg as well as the charger overheat while charging (MFR. Report no.: 3006630150-2024-00238). The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.